Manufacturer narrative:
The medical center did not return for benchtop analysis the impella pump. No imaging was shared. The investigation into the stroke is ongoing at this time. Upon completion of the investigation the final will be forthcoming. This report is being filed as part of a retrospective review of historical records. Of note the IFU states: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury."

Event description:
The complainant reported that a patient on impella 5.5 support experienced an embolic stroke. The patient was also on right sided support with a protek duo. The medical team and the family decided to withdraw care and the patient ultimately expired after being made a dnr. The pump support had been for 8 days.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03779 was provided.